Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with an unspecified mentor gel breast prosthesis and experienced capsular contracture (baker grade unknown) and rupture on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 10, 2024, the patient called to try to obtain implant information from a surgery in 2016. The patient mentioned intra capsular rupture on the left shown by an ultrasound. The patient was not found within mentor's database or warranty system, however, it was mentioned that this complaint file was already opened for the patient's complaint. The patient was not satisfied regarding the information provided and informed of possible legal action. If additional information is received regarding the event or device, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).